Manufacturer narrative:
No sample has been returned for evaluation for the report of hyphema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. There is no mention of system failure. No information is provided regarding the patient's postoperative condition (e.g., use of any blood thinning agents); also, the nature of any intraoperative complications that would be the most likely source of hyphema is unknown. Possible root cause is that postoperative hyphema is an established risk associated with use of the system, which is clearly specified in the product labeling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient had significant hyphema at post-operative visit after having glaucoma filtration device implant procedure. Additional information was requested.